Event description:
Per the clinic, the patient experienced a skin breakdown and wound dehiscence at the implant site. The patient also developped a superficial, postoperative surgical site infection which was treated with oral antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient experienced healing issues and extrusion of the receiver/stimulator. Subsequently, the device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.